Event description:
Sorin group received a report that the customer experienced reduced flow through the oxygenator during the procedure. The oxygenator was changed out and the case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfrs the apex oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the customer experienced reduced flow through the oxygenator during the procedure. The oxygenator was changed out and the case was completed without further issues. There was no report of pt injury. There was no report of pt injury. The investigation is on-going. A f/u report will be filed when the investigation is complete.